Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the display panel cut out. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. The user facility's biomedical engineer stated this was experienced before, but no details were available.

Manufacturer narrative:
The user facility biomedical engineer reported this unit has been taken out of clinical use. The device is not available for testing or evaluation. This complaint record is related to MDR #1828100-2012-01209. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.